Event description:
During a surgical procedure, clips fall from the clip applier, into the surgical site. The clips were retrieved, there was no patient injury. The procedure was not altered or extended.